Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image of the subject device was not displayed. The function information of the remote switch was displayed on the monitor screen. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc) sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The ccd unit had failure. The camera cable was buckling. The switch was discolored and there was a dent on the coupler. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Based on the following investigation results, omsc surmised that the endoscopic image was not displayed due to a failure of the ccd unit. From the evaluation results of the device, it was confirmed that the endoscopic image was not displayed due to the failure of the ccd unit. As a result of the device history record review, it was confirmed that there was no abnormality in manufacturing, concession, and variability. From the repair history, the ccd unit has never been replaced. Omsc reviewed the device repair record and confirmed that the device was repaired on april 16, 2012, june 14, 2018, and december 18, 2018. If additional information becomes available, this report will be supplemented.